Event description:
The customer called into technical support (ts) reporting that the respiratory staff claims unit stop delivering respiration intermittently every 10 seconds. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Event description:
The customer called into technical support (ts) reporting that the respiratory staff claims unit stop delivering respiration intermittently every 10 seconds. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem that the unit stopped delivering respiration intermittently every 10 seconds. While the customer is trying to run the unit, it has a high-priority alarm/and wants to make sure everything is set up properly. The rse spoke to the customer, and he stated another trained technician performed the performance verification testing, and it passed successfully. No parts were replaced. The unit will be returned to respiratory for patient use.